Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture baker grade unknown, seroma, pruritis.

Event description:
Patient representative reported for right side, the patient suffered "fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl", "anxiety", "capsular contracture, breast pain, rashes, itching", "swelling", and "seroma". Patient representative reported bilaterally, the patient suffered non-device related events as follows: "personal injuries and related damages due to implantation of one or more biocell textured breast implant medical devices", "insomnia, depression", "panic disorder, post-traumatic stress, weight gain, ulcer, irritable bowel, chronic headache, stomach upset; and other physical and emotional manifestations that are severe and ongoing". The device has been replaced.